Event description:
It was reported ongoing intermittent occlusion alarms occurred, however, specific past dates were not provided. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.